Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose. The blood glucose was 35 mg/dl at the time of incident. Customer was treated with food and glucose tablets for low blood glucose. It was unknown whether the customer was using auto mode or not. The insulin pump will not be returned for analysis.